Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date:08/31/2018, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 08/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 04/30/2017, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 04/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date:07/31/2018, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 10/31/2018, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 10/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 08/31/2018, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 08/31/2017, labeled for single use:: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 12/31/2016, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 12/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 08/31/2018, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 08/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 08/31/2018, UDI #: asku, device available for evaluation: yes, return date: 01/25/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 08/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was recurring power switching. There was a controller alarm and pump stop. The controller and all batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction for previous report: bat212557. The returned battery bat212557 failed visual inspection but passed functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4). D10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery / (B)(4). / model #: 1650de / expiration date: 2017-04-30 UDI #: (B)(4). D10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2016-04-30 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery /(B)(4) / model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). D10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery /(B)(4) / model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4). D10: yes, return date: 2018-01-25 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-10-31 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery /(B)(4) / model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4). D10: yes, return date: 2018-01-25 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery /(B)(4) / model #: 1650de / expiration date: 2016-12-31 UDI #: (B)(4). D10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2015-12-31 h5: no h6 FDA method code(s): 10, 3331 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery /(B)(4)/ model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4).d10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4). Passed visual inspection and functional testing. D1: heartware ventricular assist system ¿battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4).d10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. Corrected field for previous report: d10 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con307889) and eight (8) batteries (bat585539, bat216666, bat582570, bat586741, bat585748, ba t212557, bat585541, bat585743) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries bat585539, bat216666, bat582570, bat586741, bat585748, bat585541, bat585743 revealed that the devices passed visual examination and functional testing. Failure analysis of the returned battery bat212557 revealed a broken spring that prohibited the connector to lock in the controller port securely. This is an additional finding unrelated to the reported event. A possible root cause for the damaged battery connector may be attributed to wear and/or the handling of the device. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. An internal investigation has been opened to evaluate the root cause of the hairline crack and implement corrective actions as required. It was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. Log file analysis revealed that the controller, con307889, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the controller data file revealed power switching events due to momentary disconnections involving batteries bat586741, bat585743, bat585539, bat582570, and bat212557. Review of the controller event file revealed two (2) controller power up events on 01/11/2018, at 15:29:24 and 15:29:42, respectively. These events align with the reported ¿controller alarm and pump stop,¿ as per the instructions for use state if both power sources are disconnected from the controller and there is no power to the pump, a loud, continuous alarm will sound. The data point prior to the first loss of power revealed that bat586741 was connected to power port one (1) with 61% relative state of charge (rsoc) and bat212557 was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat586741 was connected to power port (1) and bat212557 was connected to power port two (2). The controller was without power for a total of 28 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported recurring power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate intermittent disconnections and implement corrective actions as required. Other devices involved in this event: heartware ventricular assist system ¿battery d4: battery / bat585539/ model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4). Yes, return date: 2018-01-25. Yes. Mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 12 h6: FDA patient code(s): c76143 h6: FDA device code(s): c63030 d1: heartware ventricular assist system ¿battery d4: battery / bat216666/ model #: 1650de / expiration date: 2017-04-30 UDI #: asku d10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2016-04-30 h5: no h6 FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 h6: FDA device code(s): c63030 h6: FDA patient code(s): c76143 d1: heartware ventricular assist system ¿battery d4: battery /bat582570 / model #: 1650de / expiration date: 2018-07-31 UDI #: asku d10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 h6: FDA patient code(s): c76143 h6: FDA device code(s): c63030 d1: heartware ventricular assist system ¿battery d4: battery /bat586741 / model #: 1650de / expiration date: 2018-10-31 UDI #: asku d10: yes, return date: 2018-01-25 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-10-31 h5: no h6 FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 h6: FDA patient code(s): c76143 h6: FDA device code(s): c63030 d1: heartware ventricular assist system ¿battery d4: battery /bat585748 / model #: 1650de / expiration date: 2018-08-31 UDI #: asku d10: yes, return date: 2018-01-25 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 h6: FDA patient code(s): c76143 h6: FDA device code(s): c63030 d1: heartware ventricular assist system ¿battery d4: battery /bat212557 / model #: 1650de / expiration date: 2016-12-31 UDI #: asku d10: yes, return date: 2018-01-25 h3: yes h4: mfg date: 2015-12-31 h5: no h6 FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 3213 h6: FDA conclusion code(s): 19, 12 h6: FDA patient code(s): c76143 h6: FDA device code(s): c63030 d1: heartware ventricular assist system ¿battery battery /bat585541/ model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4). Yes, return date: 2018-01-25. Yes. Mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10, 4112. FDA results code(s): 213 h6: FDA conclusion code(s): 67 h6: FDA patient code(s): c76143. FDA device code(s): c63030 d1: heartware ventricular assist system ¿batterybattery /bat585743/ model #: 1650de / expiration date: 2018-08-31 UDI #: asku d10: yes, return date: 2018-01-25. Yes. Mfg date: 2017-08-31 h5: no h6 FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 12 h6: FDA patient code(s): c76143. FDA device code(s): c63030 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was recurring power switching. There was a controller alarm and pump stop. The controller and all batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction for previous report: (B)(4). The returned battery (B)(4) failed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.